Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to generator change-out, externalized conductors were observed on the lead by fluoroscopy. Lead was explanted and replaced. Patient was fine.